Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device not connecting was determined. To resolve the issue a family member needed to be educated on how the system worked. The representative walked them through the process. It was reported that the issue was resolved. The patient experienced retention prior to the device but catheterization was not 'standard of care' prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The caller said the plan was to take the patient's catheter out and increase amplitude to see if the patient urinates the way they are supposed to. The caller was not with the patient or the external equipment. The caller said they (or their fiancé) will call back next week when they are with the patient and the external equipment to get instructions on how to increase amplitude.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and urge incontinence. It was reported that the reason for call was to request assistance with getting external controllers to connect. Patient representative put their fiancee on the phone to talk with agent. Caller stated they went to a urologist's office yesterday with patient for device evaluation, but the handset and communicator were completely dead. Caller was able to charge them up at home, but couldn't get connected. Agent reviewed process with caller and it was determined they were connecting the two, but they were then trying to find the implanted device without the patient present. Patient was not present during this call. Agent reviewed process for how to successfully connect to ins and adjust settings. Agent reviewed b attery longevity information. Caller indicated they needed to adjust patient's therapy settings because 6 weeks ago they were admitted to the hospital for pain, nausea, and increased confusion. On a CT scan, it showed urinary retention so severe it was backed up to patient's kidneys. Patient has since had a catheter in place. Agent suggested caller call back if any further assistance was needed once they were actually with the patient.